Event description:
This lead was returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected. The abrasion sleeve was abraded through. The underlying insulation was intact. There were no coils exposed.

Event description:
Boston scientific received information that this lead was found to have insulation damage during an unrelated extraction procedure of a different lead. There were no changes in the electrical measurements. The lead was successfully explanted. There were no adverse patient effects.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.